Event description:
It was reported that during patient use, the ventilator graphic user interface (gui) screen became blank. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended to reseat and/ or replace the graphic user interface (gui) cable, perform ground isolation check, extended self-testing, and run the ventilator on test lung. No additional information regarding this ventilator was provided.